Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, after the first firing on the gastric, the anchoring suture could not be detached even though the completion of firing was confirmed. The sheet was cut with scissors. There was no patient injury. Pli10 medtronic's initial evaluation of the incident device found that the reload interlock was tested and found to function properly, but the distal sutures were not disengaged.

Manufacturer narrative:
D10 concomitant products: sigphandle sig power sigphandle handle - (serial#unknown); sigpshell sig power sigpshell control shell - (lot#unknown); sigadaptxl sig power sigadaptxl linear xl adapter - (serial#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the buttress materials were dislodged from the reload sutures. A small piece of the reinforcement material remained under the distal suture. It was reported that the anchoring suture could not be detached. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of deformed clamping mechanism. The product analysis noted evidence that the device was not used as intended. This issue may occur under the following conditions, application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: do not use on tissue that does not easily compress to 1.2 mm-1.95 mm. For the black reload, do not use on tissue that does not easily compress to 1.95 mm-2.7 mm. Use of this product in applications other than those indicated has the potential for serious complications, such as inadequate reinforcement strength, staple pullout, infection, abrasion, migration and erosion. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the buttress materials were dislodged from the reload sutures. A small piece of the reinforcement material remained under the distal suture. It was reported that the anchoring suture could not be detached. The reported issue was confirmed. The most likely cause was determined to be supplier related. The evaluation detected an unreported condition: of deformed clamping mechanism. The product analysis noted evidence that the device was not used as intended. This issue may occur under the following conditions, application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: do not use on tissue that does not easily compress to 1.2 mm-1.95 mm. For the black reload, do not use on tissue that does not easily compress to 1.95 mm-2.7 mm. Use of this product in applications other than those indicated has the potential for serious complications, such as inadequate reinforcement strength, staple pullout, infection, abrasion, migration and erosion. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, after the first firing on the gastric, the anchoring suture could not be detached even though the completion of firing was confirmed. The sheet was cut with scissors. There was no patient injury. Medtronic's initial evaluation of the incident device found that the reload interlock was tested and found to function properly, but the distal sutures were not disengaged.